Manufacturer narrative:
One claris¿ amplifier 120 channel was received. The reported event was able to be duplicated by channel simulation and internal visual inspection. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to pressure cable non-connection from bio-switch board to pressure board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, it was noted after connecting the catheters, signals were not visible on workmate claris computer due to the workmate amplifier resulting in cancellation of the procedure. The workmate claris computer was unplugged and rebooted, resolving signals for approximately 10 seconds before disappearing again. All electrodes were replaced, as well as the ECG cables but there was no resolution. The workmate claris computer was then rebooted again, and the signals appeared for approximately 5 seconds and then disappeared again. A catheter interface module pin box was then connected with the catheters but there was still no resolution. The ensite precision mapping system was then completely disconnected including the recordconnect module and all the troubleshooting steps were re-attempted with the catheter interface module connected directly to the workmate claris computer, but the signal issue remained. There were no errors appearing on the workmate claris computer and the status "amplifier connected" was showing at all times. The issue was isolated to the workmate amplifier by removing the ensite precision mapping system from the circuit. Then the ECG electrodes and cables, egm cables and cim were replaced. The connections were checked and the wormate claris computer was still connected to the workmate amplifier but was displaying ECG but no egm signals. The procedure was rescheduled and workmate amplifier is not currently being used.